Event description:
It was reported that during a pta / stenting treatment procedure, difficulty was encountered with the express biliary stent. The lesion being treated was in the subclavian artery. The stent delivery system could not be advanced across the lesion, and the stent dislodged from the delivery system. The physician was able to retrieve the stent with a snare and remove it from the pt along with the sheath, however dissections occurred in the axillary and branchial arteries during device removal. The patient was taken to the operating room to repair the dissections. The patient has been released from the hospital and is reported to be in `satisfactory condition'.